Event description:
It was reported that the patient was having continuous low flow alarms. Log files were sent for review. The event log file captured the onset of persistent low flow estimates as well as sustained low flow hazard events and set speed changes on (B)(6) 2026. No unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the provided log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.